Manufacturer narrative:
This follow-up report is in response to an FDA audit observation received march 17, 2016. Review of this medical device report identified missing information. This follow-up report addresses the missing information from the initial MDR report. The physician heard a sucking noise near venturi effect under saline pressure from 100 - 200 mmhg as the sheath was brought on the left atrial side. The patient had a stroke under left atrial sheath introduction. The patient needed reanimation (2.5 hours). Post animation, the patient needed hepatic surgery as a broken rib bone made a tear in the patient's liver. The patient was anticoagulated at this time, and the sheath went into surgery with the patient. Brand name: bard direx steerable sheath 12f three 12f direx steerable introducer sheaths with dilators were received back from the customer. One was used on a patient and received in a zip-lock bag with the dilator not inserted. In the same bag there were two 3-way stopcock valves, one unscrewed and one loose. In the same bag there was one medtronic pvac catheter, and two pvac introducers. Blood was found on and inside the introducer sheath, dilator and medtronic pvac catheter. The entire length of the sheath and dilator including the distal tips looked normal. Two unopened direx samples from the same lot were also returned in their original sealed breather bags they were shipped in, unopened (these were not used during the case, but are 2 of the same lot samples shipped). According to the claim, air and noises happened under saline pressure from 100-200mmhg (1.933 - 3.87 psi) as the physician brought the sheath on the left atrial side. Some additional details that were received from the sales rep about the procedure are: they used a 0.028" inoue guidewire (ibs) to change from fastcath tsp sheath (st.jude medical) to 12f direx. It was planned to do an afib ablation with pvac. It is unknown if the pvac catheter was introduced through the sheath nor if the pvac introducer was in the sheath valve as the physician brought the sheath to the left atrial side. Returned device analysis reveals three 12f direx steerable introducer sheaths and dilators within manufacturing specifications. After a visual inspection of the sheath and seal there was no apparent damage in either one found. The sheath body was intact with no visible damage. The seal of the sheath was not dislodged and did not show any damage when looking under magnification. The ID of the sheath was inspected with a borescope and there is no damage to the ID of the sheath. The ptfe liner was intact as well as both pull wire lumens. The two unused sheaths from the same lot did not show any visual damage. The complaint sheath and the two unused sheaths were tested for leakage under pressure. Pressure was applied through the distal tip of the sheaths. The pressure was generated with room temperature water. The sheaths were gradually brought up in pressure and inspected for leakage. All of them held up to 25 psi without leaking. When the pressure was brought past 25 psi the slits in the seal would start to open under the pressure and spray liquid. This test pressure exceeds three times the design specification. The sheath is designed to withstand 7-8 psi, per approved standards. The complaint sheath was submerged in a room temperature water bath and air pressure was applied to the distal tip. The complete handle assembly was submerged including the seal, sideport assembly, stopcock and pull wire exit points. Twenty psi of air pressure was generated through the distal tip of the sheath. The pressure was held and the sheath was inspected for air bubbles exiting the sheath in the water bath. The sheath did not leak air at any point in the test. The complaint sheath and the two unused sheaths were then inspected under vacuum. A negative pressure was generated through the distal tip of the sheaths. Seven psi of vacuum was generated and held for 30 seconds. All three sheaths held under the negative pressure. Another test was performed focusing on the stopcock. A constant pressure of 15 psi was generated through the distal tip of the sheath. A secondary pressure was applied through one inlet of the stopcock by the use of a syringe. The secondary pressure brought the total pressure of the sheath up to 25 psi. There was no leakage out of the stopcock. The slits in the seal opened with a pressure above 25 psi. The test was repeated using the second stopcock opening with no leakage out of the stopcock. One of the stopcocks included in the complaint package was connected to the sheath stopcock and the test was repeated on the supplied stopcock with no leakage in either stopcock. The second stopcock that was included in the complaint package was attached to the sheath stopcock and the test was repeated with no leakage from either the sheath stopcock or the second supplied stopcock. The pvac catheter was then inserted into the seal of the direx by holding the lasso tip straightened by hand. This had to be done carefully by hand as the pvac introducer was not on the catheter and the supplied pvac introducers could not be placed onto the pvac shaft through the lasso end. The pressure was brought up to approximately 20 psi after the pvac catheter was introduced through the seal. A manual pressure gauge was used. The direx sheath did not leak with the pvac introduced though the seal. The pvac catheter did leak somewhere inside of the pvac handle. The sheath was brought up to approximately 20 psi, and a 0.031" guidewire was introduced through the seal (we don't have a 0.028" guidewire as used in the procedure, so we used the closest size we had). When the guidewire moved through the seal there was slight leakage of water out of the seal. When the movement of the guide wire was stopped the leakage also stopped. No manufacturing rejects or anomalies were recorded in the device history record. The sheath and dilator passed all in-process and qa final inspection before shipping to the customer, including mechanical, dimensional and leak testing. The instructions for use (IFU) identifies stroke as a potential adverse effect related to the use of the steerable sheath. Conclusion: from the investigation above (complaint sheath did not leak air or water under positive and/or negative pressure) it can be concluded with great certainty that the problem did not come from the direx sheath in question.

Manufacturer narrative:
The root cause of the failure cannot be confirmed. Potential causes of this failure include: improper placement of outer extrusion, improper or damaged pull wire assembly, pull wire crimp broken and improper handle assembly. Potential effects to the patient for the reported failure may be related to: sheath does not reach required site, difficulty positioning/manipulating device and procedure delay. A review of risk for this failure mode, identified the risk to be medium. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk.

Manufacturer narrative:
The complaint sheath did not leak air or water under positive and/or negative pressure, it can be concluded with great certainty that the problem did not come from the sheath in question. See analysis report (B)(4) on file.

Event description:
On (B)(6) 2014, the customer reported the pt had a stroke under left atrial sheath introduction with left hemiparesis. During intervention the pt needed reanimation (2 1/2). As a result of the reanimation a broken rib caused a liver tear and a surgery was necessary. On (B)(6) 2014, the device was returned for analysis, and the customer updated their report.